Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and dka. The customer used a novalog insulin pen but blood glucose levels were still high (>600 mg/dl). At the hospital the customer was treated with IV insulin.